Manufacturer narrative:
Lot number#: unknown/not provided. Expiration date: unknown since lot number was not provided. UDI #: unknown since lot number was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Manufacturing date: unknown since lot number is was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss. Surgeon was able to reuse the pi to complete the procedure. It was noted one iflap procedure was replaced and there was no patient injury.